Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. Omsc also found that six years has passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, the abnormal display could have occurred due to failure of the front panel or the main electrical board. The abnormal pressure could have occurred due to failure of the main electrical board caused by aging deterioration for long-term use.

Event description:
Olympus found that abnormal of the display and pressure, and broken shock pad. These phenomena did not occur during the use in the user facility. There was no patient injury reported.